Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of his infusion device were no longer working. He stated that he noticed the issue today while attempting to bolus. The infusion device has not been dropped or exposed to water. He switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.